Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the device would not cauterize. A replacement device was used and the procedure was successfully completed. No patient complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.